Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a 'no disposable, clamp tubing' alarm went off. After the patient smoothed out the tubing on the pressure plate, the alarm stopped. No patient injury reported.

Manufacturer narrative:
Device evaluation: 4 pictures were attached and reviewed. Picture one shows a cassette product. Picture two shows the front view of the cassette product. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. Sample received: sample received consist in 1 cassette product. The sample was received new, with its original packaging, inside a plastic bag. No damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Functional testing: first pump: sample was filled with 50 ml of water; the sample was connected to the pump. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Second pump: sample was filled with 50 ml of water; the sample was connected to the pump. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Mohawk exposure: mohawk exposure were inspected in sample. Results: the sample present mohawk exposure. Detection: the following detection mitigations are placed in the manufacturing process to detect pump alarms. Cassette leak testing, install ffp clip and luer capping production performs a 100% in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Cassette in process testing production performs an accuracy test following the pm-322 rev 106 accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. Quality procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of 2 hours plus or minus 30 minutes, prior to placing product in bag, to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: (B)(6).